Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw805f35 fogarty catheter with protective sheath. The balloon appeared deteriorated, a maze of cracks and discoloration were visible on the balloon latex, and leakage was noticed through the cracks and holes in the balloon latex. The balloon latex edges at the deteriorated area did not appear to match up. Latex deterioration is "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon." The through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a balloon issue was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, the balloon on a fogarty catheter failed to inflate. When it was withdrawn, it was found broken. The catheter was replaced in order to finish the operation. The balloon had not been tested before use in the patient. There was no allegation of patient injury.